Event description:
Pt was referred for pacemaker revision since the existing atrial lead has recently been reported to be susceptible to retaining wire fracture and extrusion through the insulation posing the risk of cardiac perforation. Atrial lead was dissected free of tissue. Traction on the lead revealed it to be densely adherent to the subclavian vein. Another co's extraction system was used to separate the adhesions and completely extract the lead components which had separated during traction. Visual inspection of the tip revealed no obvious fracture of the retaining j wire. No complications experienced during the procedure.